Event description:
During surgery, the knob that tightens the mayfield clamp to the jackson table attachment broke and the patient's head fell. The resident held the head in position while they closed and the patient was transferred to a new bed and a new attachment was placed and the surgery was completed. No injury occurred, but the surgery was prolonged by 1.5 hours.

Manufacturer narrative:
We currently are unable to determine the root cause of the failure as the failed component has not been returned for evaluation. A request to the distributor in (B)(4) for the return of the failed component has been issued.